Event description:
This event involved the heat exchanger and tubing for mla 1400c coagulation instrument. After a long period of problems with quality control and checking everything the problem was finally narrowed down to the heat exchanger and tubing. The company acknowledged that they had changed manufacturers.